Manufacturer narrative:
The field service engineer (fse) found crystallization in the electrode chamber by the reference electrode and air in the ise tubing. The fse changed the electrodes and cleaned the affected components. There were no further questionable results after the service visit. The investigation determined that the service visit resolved the issue. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable high results for patients tested for ise indirect na for gen.2 on a cobas 6000 c (501) module compared to the bga-system. The reporter provided an example for 1 patient. The initial na result was 158 mmol/l. The repeat na result on the bga-system was 132 mmol/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The initial calibration and qc were acceptable. After the event the customer calibrated and qc was not acceptable.